Event description:
It was reported that the intra-aortic balloon was inserted into the patient's left femoral in 2002. Six days later, helium loss alarms occurred. Subsequently, blood was seen entering the helium tubing. The iab was then removed and replaced. There were no patient complications.